Event description:
The facility reported a pump in which the 20ml flow test was high on channels a, b and c. This problem was identified during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on mar 05 2007. Evaluation summary:the reported condition of the 20 ml flow rate too high on channels a, b and c could only be confirmed on channel a. The over infusion was caused by a faulty pump head mechanism a. Pump head mechanism a was therefore replaced. No corrections were performed on pump head mechanisms b anc c since the reported problem could not be confirmed on these channels.